Manufacturer narrative:
Pump error 63 was present in the pump trace download due to broken trace on keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. Unit passed displacement test, sleep current measurement and active current measurement and self test. No unexpected battery power loss anomalies or low battery anomalies noted during testing or in the pump trace download.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was unable to connect the meter to the pump. The issue was resolved during troubleshooting. It was also reported that the insulin pump was not beeping. The device alarmed hardware low level failure multiple times during self-test. In addition, the insulin pump battery was not lasting. The customer's blood glucose was 11 mmol/l. The device will be returned for analysis.